Event description:
Per the nurse's report, the patient was receiving total parenteral nutrition (tpn) through a central line over night, and the tpn filter (lipid filter 1.2 micron) clogged repeatedly. The lipid filter was changed multiple times, and multiple filters clogged and caused occlusion. Repeated changing of filters represented an increased infection risk to the patient, increased cost, and increased nursing time.